Event description:
It was reported that that the right ventricular (rv) lead had dislodged, had high thresholds and low r-waves. The rv lead was explanted and replaced. During the procedure, the right atrial (ra) lead became dislodged and was revised. No patient complications have been reported as a result of this event.ent.